Event description:
I had the inguinal hernia surgery on (B)(6) 2020 and it went well. I was fine till (B)(6) when I noticed big red patch around incision site. Washed the area with soap and water but redness was still not reducing. On (B)(6) I contacted the hospital and got appointment to see the surgeon for severe allergic reaction. Surgeon tried to take out the glue (dermabond) but not able to take out all the glue. As trying to clear all the glue may cause opening of sutures and cause infection. I got methylprednisolone 4 mg oral steroid treatment for 6 days and application of topical cream hydrocortisone 2.5% on the wound and area of redness. Till (B)(6) 2020 redness is still there around the incision area. FDA safety report ID # (B)(4).